Event description:
It was reported that the arctic sun device was insufficiently cooling. The event log noted an alert 113. The water level had 4 bars. Mss advised the biomed to put the device into manual control at 42c and drained 500ml of water. The biomed called back, and the water target was 4c, t1 at 33.9c, t4 at 4c, and mp at 100%. Mss transferred the call to the specialist to discuss replacing the mixing pump.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is a duplicate of 1488655. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was insufficiently cooling. The event log noted an alert 113. The water level had 4 bars. Mss advised the biomed to put the device into manual control at 42c and drained 500 ml of water. The biomed called back, and the water target was 4c, t1 at 33.9c, t4 at 4c, and mp at 100%. Mss transferred the call to the specialist to discuss replacing the mixing pump.